Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a e200(turret unit failure) was due to a faulty power supply, a worn-out socket slider switch had caused intermittent use during the high intensity mode and dust was inside the scope socket and a olympus lamp life meter was reading below 50 hours, the light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus prior to the day starting, a e200 (turret unit failure) occurred on the evis exera iii xenon light source. All procedures were completed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.